Event description:
It was reported that on (B)(6) during a biozorb procedure the nurses opened and used a biozorb which was reported to have an expiration date of 2024 on the outer box and an expiration date of 2020 on the inner box. Due to this the physician decided on the same procedure to remove the marker and place a new one with a different lot number and different expiration date. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.